Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion could not be confirmed through review of the logs and was not replicated during device testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. External inspection of the suspect pump module found the door latch to be broken. Internal inspection found the membrane frame and bezel of the device to be third-party parts; however, these observations were not found to be contributing factors as the device passed all tests and was operating within specification. A medical device safety alertmms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The initial infusion for the drug ¿tpn civ¿ (drugid = 156) was programmed on (B)(6) 2025, at 10:58 pm (after time of day modification at 11:57 pm), at a rate of 4.9 ml/hr and a volume to be infused of 4.9 ml. The infusion ended at 11:58 pm and the vtbi was changed back to 4.9 ml, the infusion was started once again. The volume infused was checked six (6) times between 11:02 pm and (B)(6) 2025 at 12:25 am. At 12:24 am a patient side occlusion alarm was observed and at 12:26 am the system was powered off. The pvi was 7.017 ml. On (B)(6) 2025, at 12:56 am, the system was powered on and the infusion was restored and started with a rate of 4.9 ml and the remaining vtbi of 2.802 ml. Seconds later, a patient side occlusion alarm was observed and the system was powered off at 12:57 am. The total volume infused between (B)(6) 2025 at 10:58 pm and (B)(6) 2025 at 12:57 am was recorded at 7.035 ml. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion was not determined through a review of the device logs or replicated during laboratory testing. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, a0401, a1801, a0404 g02017, g0405206, g04037, g0301201, c0601, c07, c23, d0302, d15,d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was an over infusion of an unspecified medication. Patient was reported to be in critical condition following the event. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of an unspecified medication. Patient was reported to be in critical condition following the event. Although requested, additional information was not provided.